Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2014. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, it rotated off axis. He repositioned the lens a week later, but the next day, the patient reported blurry vision and the lens was noted to be off axis again. In a follow up, a technician reported that the iol was exchanged for another lens two weeks after initial implantation. The event was noted to be resolved after the exchange procedure.